Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that since the new transmitter has been in use (2-3 months), the user does not get all alarms/warnings for the programmed high and low alerts. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/05/2017 with the following findings: during testing, the pump powered on to the verify screen with audible and vibratory features. The pump successfully completed a rewind, load, and prime sequence. The pump¿s black box and cgm history showed multiple above and below limit warnings. A test transmitter was correctly paired with the pump. The blood glucose calibration of 120 mg/dl was accepted in both attempts within 2 hours. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. The high bg warning was duplicated during testing therefore the high bg alert functioned normally. The initial complaint issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.